Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level over 500 mg/dl. The cause of the high bg was unknown. The cartridge and infusion set was changed, and a bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.